Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(6) industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR:(B)(6) 13 - rbs - the dealer reported that the unspecified mechanical wheelchair crossbrace kept on comin loose, resulting in the unit becoming wobbly and have both frame sides bent toward the upper back of the crossbrace. There was no injury reported.